Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2024-00021: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned pod pc confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. This is likely the reported kink. If the pod pc is advanced against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. Further evaluation revealed that the embolization coil was detached inside the introducer sheath. The detached embolization coil was likely due to the fractured pusher assembly segments being separated, and the pull wire being retracted out of the pusher assembly distal tip. The root cause of resistance during the procedure could not be determined. Further evaluation revealed additional kinks on the pusher assembly and offset coil winds on the distal end of the embolization coil. This damage may be incidental to the complaint and occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a pod coil, pod packing coil (pod pc), and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully implanted a pod coil into the target vessel using the microcatheter. While advancing the pod pc through the mid-shaft of the microcatheter, the physician experienced resistance. The pusher assembly of the pod pc then became kinked and the coil detached in the introducer sheath. Therefore, the microcatheter containing the pod pc was removed from the patient. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a pod coil, pod packing coil (pod pc), and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully implanted a pod coil into the target vessel using the microcatheter. While advancing the pod pc through the mid-shaft of the microcatheter, the physician experienced resistance. The pusher assembly of the pod pc then became kinked and the coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod pc was removed from the patient. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.